Event description:
As reported, approximately six years post initial right tka, this female patient was being revised due to a loose femur and tibia. Patella was intact. The tibial baseplate polyethylene showed wear. Showed a significant amount of osteolysis. A large soft tissue resection was done and fresh frozen specimens were sent off. Aspiration specimen came back as negative with no organisms seen. Generalized inflammation with fibrotic tissue. The patient tolerated the procedure well. No complications encountered. Patient was revised to competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
1038671-2024-03647. 1038671-2022-00336 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03647, 1038671-2022-00336 the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening and movement of the tibial insert within the tibial tray may have led to instability, malalignment, and an increase in cement and bone particles in the joint space and resulted in polyethylene wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.